Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had touchscreen issues. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had touchscreen issues. The customer reported that the screen was glitching, and the settings could not be selected.

Manufacturer narrative:
H10: a follow up was performed with the customer, and it was reported that there was no patient involvement when the issue occurred. No patient or user harm reported. Per the service record, a service engineer (se) was dispatched to evaluate/repair the device, and it was reported the values kept changing back and forth when trying to adjust the values via the navigation ring. The se indicated that the issue was for a navigation ring failure, and not a touchscreen failure, as the touchscreen was not replaced. The se then noted that the front bezel was replaced, and the issue was resolved. The system meets the specification for the performed service and is returned to use.